Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: deformation of the outer housing of the progav; scratches on the outer housing of the progav; deposits (incrustations) on the catheter; peritoneal catheter connected with connector. Measurement of surface of the housing: deformation detected: yes - measured value: -0,042 mm [tolerance (0 ± 0.02mm)] too much pressure on the valve, for example through the adjustment tool or resulting from a fall or hit to the head of the patient, can compromise the integrity of the valve. Permeability test: the permeability test was performed at a hydrostatic pressure difference of the pressure setting of the progav® shunt system upon receipt plus 30 cmh2o in the horizontal direction of flow. The test showed that the progav shunt system is non-permeable. To determine the location of the occlusion, the shunt system was dismantled and each element was tested individually for permeability. The test showed that the pediatric prechamber, progav and the pertoneal catheter are permeable, whereas the shuntassistant is non-permeable. Computer control test: to check the flow rate of the valves, the valves were tested on a miethke computer - controlled testing apparatus and passed the standard test. The flow of the test liquid was reduced step by step from 60 ml/h to 5 ml/h (in accordance with iso 7197). Distilled water was used as the test-liquid. The resulting pressure was measured. The computer - controlled test showed the opening pressure of the progav, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 9,09 cmh2o. This is within the specified tolerance of 7 cmh2o ± 3 cmh2o. Due to the non - permeability of the shuntassistant, the computer - controlled test is not applicable. Adjustability test: the progav was found to be non-adjustable within the specified range. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force test indicates that the brake function of the progav is present. Due to the non-adjustability of the valve, as detailed in section 7.5, an investigation of the braking force was not possible. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, the valves are finally opened with a special tool. After dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we have determined a blockage in the shunt system as well as a non - adjustability in the progav® at the time of our investigation. Detected deposits could be named the cause of the functional deviations. Endogenous substances in the csf can temporarily impair the function of the valve and is described as concomitant symptoms in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
It was reported that a progav shunt system (part # fv441t) was implanted during a procedure performed on (B)(6) 2012. According to the complainant, the system was believed to be operated in blocked. The patient underwent a revision procedure on (B)(6) 2023. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 11 years. Weight: 31.2 kilograms (kg). Height: 141 centimeters (cm). Gender: female.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information/investigation results became available, a supplemental medwatch report will be submitted.